Manufacturer narrative:
Approximate age of the device is 6 years, 2 months, 14 days. No further information was provided. A supplemental report will be submitted when the manufacture¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that patient expired on (B)(6) 2019. Additional information received on 08jul2019 noted that the patient had a CT scan of the head, which showed positive ischemic event. There was no intervention performed and the patient expired of respiratory failure and stroke. There were no issues alleged with the vad.

Manufacturer narrative:
Investigation summary: a direct correlation between the reported events (ischemic stroke and respiratory failure) and heartmate ii lvas, pump could not be conclusively established through this evaluation. The hmii lvas IFU lists stroke and respiratory failure as adverse events that may be associated with the use of the heartmate ii left ventricular assist system and outlines the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on the event.